Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. Device was returned to the manufacturer, and the product investigation was conducted. Results of the investigation are listed below. The iol was ejected out from the injector. The trailing haptic was broken at the tip. The broken trailing haptic was caught by the rod and injector. No abnormality was found on the inspection of the injector. Trace of lubricant was found in the tip. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255) dye test and release test results: dye test and release test results showed the tip was properly coated. Exact root cause is not determined. From our investigation, we assume this issue is not product related. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
There was not any tucking error when the doctor checked the lens before insertion. However, he found the tip of trailing haptic (pmma part) was torn just after implantation and remained in the injector. During explantation, the trailing haptic torn the capsular bag. Patient impact: posterior capsule rupture; intra-operative explant.